Event description:
It was reported that the customer experienced an adverse reaction related to low blood glucose levels. The customer stated that he has issues with gastroparesis. He advised that the insulin pump was not the issue. He advised that the insulin pump would trigger the threshold suspend feature to assist in the matter. He stated that he was treated by his spouse and did not require hospitalization nor medical intervention by emergency medical services. The blood glucose reading was unknown. He stated that he is a brittle diabetic and experienced high and low blood glucose levels quickly. He stated that the insulin pump and sensors were working well for him. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.